Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, crack on top and bottom case and crack on plunger assembly. No error was found in the event history/error log. Contamination on the main printed circuit board (pcb) and interconnect pcb was found on visual inspection. The complaint was confirmed. The root cause of the contamination was due to user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced plunger assembly, case seal, plunger cable, top case, liquid crystal display (lcd) display, battery, bottom case, power supply insulator, interconnect pcb, main pcb, plunger pcb, worm coupling, worm gear, motor mount, lead screw and both clutches, cable guard and size pot. Device passed all functional and delivery tests.

Event description:
It was reported that the main board and power supply were damaged by fluid. Patient involvement unknown.